Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of six. The patient was connected at the time of the alarm. The patient stated that it was wet under the supply bag but there was no visible damage. The connector was tight. The technical service representative had the patient cycle the power off/on to clear the system error ending therapy. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.